Manufacturer narrative:
Date of event is unk. The pt requested greenlight literature which was sent to him. Numerous calls have been made to him for further info. He has not responded. Ams has not confirmed the incident and has no info as to the doctor or the facility. We will correspond by letter to the pt requesting the doctor's name and the facility. A follow-up medwatch report will be sent if we obtain any further info. We do not know the pt's current state of health.

Event description:
Ams received a voice mail message from a pt who had received a greenlight procedure. He stated in the voice mail that he has "a massive infection, life-threatening and went to ER twice."